Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was obtained: there were no adverse patient consequences. The piece that broke off was retrieved from the patient with a grasper. The trocar was on the patient side, no endocutter was used, used grasper, maryland. The trocar was in the left upper quadrant. Rep called back to report that customer broke apart a sample trocar sleeve to compare seal components of this sample with trocar sleeve that was removed from patient. It was determined that the only part that was missing from the trocar sleeve that was used on the patient was one leaflet from the primary seal (iris seal). This one leaflet was retrieved from patient. All parts of trocar sleeve used on patient/case were accounted for.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic roux-en-y gastric bypass procedure, one of the leaflets from the primary seal in the housing of the trocar sleeve (iris seal) broke off and fell into the patient. This leaflet from the seal was retrieved from patient and all parts of trocar sleeve were accounted for.

Manufacturer narrative:
(B)(4). Additional information: universal seal assembly. A cb12lt device was returned for analysis. The universal seal was received broken in pieces and the seals were found to be damaged, the holes were the seal is assembled are ripped. In addition, the posts of the top ring were found to be bent. The damages found were caused by a dragging force that was applied while inserting an instrument through the trocar. No incident related to the reported event was observed during the batch record review.